Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that stimulation was no longer covering the pain in left lower back and left sciatica. It was reported the patient's pain was starting to move to the right side. Patient stopped using the therapy as the implant was not holding a charge and therefore patient had not charged in 2 months. Patient's next appointment was scheduled on (B)(6), and patient was requesting a manufacturer's representative to be present. No symptoms reported. No further complications were reported/anticipated.